Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the pe valve is not shifting. Additional malfunctions are the smart pack filters are missing, the gear clamps for the manifold have leaking hoses, the nylon ties have loose hardware, and the power switch short circuits.